Event description:
On (B)(6) 2011, the lay user/patient's daughter contacted lifescan (lfs) alleging that her mother was experiencing an inaccurate high issue with her one touch ultra meter. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The patient's daughter reported that the alleged issue with the subject meter began on (B)(6) 2011, at 4 pm. The patient obtained a result of "62 mg/dl" from the subject meter and a "32 mg/dl" from an emergency medical services (ems) meter, done more than 30 minutes apart of each other. It is unknown what kind of results the patient obtained prior to the alleged issue. It is also unknown if the patient took any medications to manage her diabetes, but the daughter denied her mother making any changes to her usual treatment. The reported claimed that her mother felt symptoms, for an unknown period of time, before the alleged issue began of "dizziness, lightheadedness, weakness and disorientation". Later the same day, at 6 pm, the daughter stated that ems came and tested the patient's glucose with their ems meter and obtained a result of "32 mg/dl". Reportedly at 6:30 pm the health care professional treated the patient with unknown type or dose of insulin. During the initial call with customer service, the agent noted that the patient was using an approved sample site. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.